Event description:
It was reported that biomed had 2 arctic sun device that did not maintain temperature. Per follow-up received on 11april2022, biomed had no real information, when technical support (ts) asked them to clarify ¿won¿t maintain temp¿ (patient or water) and asked if there were any alarms or alerts, they had no other information. Technical support recommended a calibration to check the functionality of the device and asked them to call back if the device didn¿t pass calibration along with the error code which will provide actionable data. Per sample evaluation results received on 19oct2022, unit was initially short filled.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the device met specifications during evaluation. The device was evaluated upon receipt. The short filled could not be confirmed. No repairs were made. Then the device filled appropriately. No testing performed. It is unknown whether the device was influenced by the reported failure, however the device met specifications. The device was not in use on a patient. As the reported event is unconfirmed, DHR review is not required. As the reported event is unconfirmed, labeling review is not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was evaluated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that biomed had 2 arctic sun device that did not maintain temperature. Per follow-up received on (B)(6)2022, biomed had no real information, when technical support (ts) asked them to clarify ¿won¿t maintain temp¿ (patient or water) and asked if there were any alarms or alerts, they had no other information. Technical support recommended a calibration to check the functionality of the device and asked them to call back if the device didn¿t pass calibration along with the error code which will provide actionable data. Per sample evaluation results received on (B)(6)2022, unit was initially short filled.